Manufacturer narrative:
Continuation of medical device: 5076-52 lead implanted: (B)(6) 2010.

Event description:
It was reported that a left ventricular (lv) lead alert triggered for high pacing impedance on the lvtrip to lvring. It was noted that three days later, the impedance was below the impedance threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.